Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Hip revision. Hip subsided and product was removed and replaced with restoration mod. Original implant date is 2009. Patient kept implants. No surgical delay. No further informaiton due to patient confidentiality.

Manufacturer narrative:
An event regarding subsidence involving an accolade stem was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the reported device was not returned for evaluation. -medical records received and evaluation: a medical review was not performed because insufficient information was provided. -device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Hip revision. Hip subsided and product was removed and replaced with restoration mod. Original implant date is 2009. Patient kept implants. No surgical delay. No further information due to patient confidentiality.